Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a motor error alarm and high blood glucose event. The customer¿s blood glucose was 450 mg/dl at the time of incident. Customer stated that the insulin pump alarmed another motor error after self test was completed and during bolus delivery. No significant events leading to motor error was observed. Customer had a high blood glucose of 450 mg/dl and no form of treatment was reported. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.